Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rv lead revision when the pocket was opened it was noted that the ra lead was dislodged. The lead was explanted and replaced. Patient was and doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.